Manufacturer narrative:
Investigation: DHR was performed and no records of the reported incident were found along with no quality notifications being raised. Samples and pictures were received that confirmed the package seal integrity issue. The defect of package seal integrity, according to the maintenance record, occurred due to one failure of sealing of blister by the packing machine.

Event description:
It was reported that before use of the needle precisionglide 18x1-1/2in there were 10 needles with the package open. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: 10 needles with the package open, sealing fail like it not occurred.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the needle precisionglide 18x1-1/2in there were 10 needles with the package open. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: 10 needles with the package open, sealing fail like it not occurred.